Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The sample was returned with protective tubing on the needle tip. The device was primed by pushing the top slide into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was fully primed and fired properly 20 times with no issues. The investigation is unconfirmed for self activation, as the returned device worked properly under laboratory conditions and the reported problem could not be recreated. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a renal biopsy procedure, after the device was primed, the needle fired without depressing the trigger. Another device was used to complete the procedure. There was no patient involvement.